Event description:
It is reported that the patient underwent removal of a cyst.

Manufacturer narrative:
Evaluation summary: primary operative notes were returned which were unremarkable. Operative notes of removal of the cyst state that the iliopsoas muscle was swollen. The cyst was thick-walled and contained a greenish material that was thicker than toothpaste and gritty. Samples were sent to pathology but results were not received for review. It was also stated that the cyst may represent an inflamed distended right iliopsoas bursa from iliopsoas bursitis, and that the mixed attenuation within the cystic structure could represent inflammatory changes or possibly some hemorrhage. In general, patient factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact), and relevant medical history. A definitive root cause cannot be determined with the information provided. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Should additional substantive information be received, the complaint will be reopened.